Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, charge-time-out was observed on the device. The device was successfully explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and had not yet reached elective replacement indicator (eri). An alert for a charge time-out was seen during interrogation. The device image was reviewed, which confirmed the charge time-out alert. Device functionality testing was performed which included impedance measurements, sense testing, temporary pacing, a capacitor maintenance charge, and patient notifier activation. The capacitor maintenance charge timed out. The device function was normal for all other bench tests performed. The device was opened, and the original capacitors were replaced with a working set. A capacitor maintenance charge was performed, and it was normal. The original capacitors were sent for further analysis, which confirmed an internal anomaly; however, the cause of the extended charge time was undetermined. The reported event of a charge time-out was confirmed.